Manufacturer narrative:
The device was received for evaluation. During functional testing, a false downstream occlusion alarm was reproduced. A review of the event history log revealed ¿upstream occlusion¿ messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to the out of specification ultrasonic sensor, which could not be calibrated. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion during an unspecified process step. There was no patient involvement. No additional information is available.